Event description:
It was reported that the patient experienced syncopal episodes. The right ventricular (rv) lead exhibited loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).